Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that an error 4 message appeared when the meter was turned on. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.